Event description:
Pt treated with cryoablation of the whole prostate. Four needles used for procedure. Cryoablation procedure was uneventful. Good ultrasound monitoring of ice throughout the procedure and temperatures within normal limits. Puncture wounds normal. Pt returned post op day 7 for removal of foley catheter. Checkup normal, no complaints. Pt presented to ER postop day 12 with complaint of drainage from perineal area associated with skin wound. General surgeon evaluated pt. Colonoscopy confirmed no evidence of fistula. CT confirmed intact urethra and urinary sphincter. Wound culture positive for small amount of e coli. Not significant. Pt treated with antibiotics and general wound care. Wound healed without further sequelae. Complicating factor: pt is homeless; have been treated at inpatient facility due to this factor. Physician concludes event is wound infection, possibly related to contaminated/non sterile grid through which needles passed at insertion.

Manufacturer narrative:
None of the devices (system, needles, or prostate template) were returned to galil for investigation. The physician speculated that the infection could have been caused by the template. This could not be confirmed because the template was not returned. Due to complicating circumstances regarding this case (pt is homeless) and the timing of the infection post treatment, it is also possible that the wound was infected due to a lack of proper wound care. Galil does not provide the prostate templates to the sites sterile. The IFU instructs customers to sterilize the template prior to the first treatment and between uses. No further investigation is possible. Galil will monitor reported events of this nature.